Manufacturer narrative:
Intuitive surgical, inc. (Isi) received, the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The vessel sealer extend (vse) instrument was analyzed and inspection found the instrument was returned with one life remaining. The grip open lever was manually articulated, and the grips tips were unable to open or close. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. However, the jaws were unable to open and/or close properly. Additional observation, which was not reported by the customer, but related to the customer reported complaint: the instrument was found to have a dislodged grip ring when the housing was removed. As a result, the grip tips were unable to open and close properly. The grip tips were unable to open when the grip open lever was actuated off the system. The set screw is observed to be installed in the grip ring. This observed failure was most likely the cause of the issue the customer experienced. The probable root cause of this failure was attributed to manufacturing. The complaint regarding difficulty in opening and closing the vse jaws was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: failure analysis investigation confirmed the vessel sealer extend instrument has a dislodged grip ring causing the grip tips not able to open and alleging a possible unclamping issue. Medical intervention may be required in the event that the instrument failed to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy (radical extraperitoneal without lymphadenectomy) surgical procedure, the customer reported that it was difficult to open and close the jaws of the vessel sealer extend (vse) instrument. As reported, using a backup vse device, the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.